Event description:
It was reported to philips that the device has a defibrillation issue.

Manufacturer narrative:
It was reported to philips that the device fails on daily test at defibrillation. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the device fails testing. The device needs the therapy port adjusted and the high voltage capacitor replaced. Upon conclusion of the evaluation, it was determined that the therapy port needs adjustment and a high voltage capacitor require replacement. The port was adjusted and the high voltage capacitor replaced. We are unable to determine the root cause of the event as multiple parts were involved. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.